Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested. Review of the remote monitoring data identified one shock for slow ventricular tachycardia (vt). Review of the cycle length was requested from technical services (ts) as the onsite representative questioned the cycle length as beat to beat was being counted as 160/min and the shock zone was at 200/min. Additionally, there were a couple undersensed beats and over sensed beats. The caller was inquiring about decreasing the shock zone to 150-160/min and if there might be any other reprogramming options as this patient presented yesterday and was admitted for chest pain. The conditional zone was decreased to 170 ppm due to patient symptoms. The ts consultant stated that decreasing the shock zone seems an appropriate step given the reported symptoms. There was similar morphology identified from two previously treated events a few months prior. Treated event two was actually below the 170 bpm and treated event 3 was just over the 170 proposed cutoff and double counting was what resulted in therapy delivery. Reviewed of the logfiles of treated event 2 and noted there was a sudden increase in hear rate up to 150 bpm and was at that rate for approximately 40 seconds before essentially double-counting and a delivering the shock. It is unclear if the patient was symptomatic at the time of the previous events but given that was actually slower than the lowest cutoff zone, they may need to review other management options if patient has symptomatic slow vt below 170 bpm. The information was communicated to the health care professional for review. The device remains in service. No additional adverse patient effects were reported.